Event description:
A surgeon reported that haptic broke during an intraocular lens (iol) implant procedure and the lens was removed. Additional info was received from the surgeon who reported the pt was left aphakic. The lens was replaced one week later. The pt outcome is unknown. Additional info has been requested.

Manufacturer narrative:
Summary evaluation: the lens was returned. Optic and haptic damage was observed. Blood and solution are dried on the lens. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. While we are unable to determine the root cause of the damage, our observation reasonably suggests that it is not manufacturing. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info. A completed questionnaire has not been received. (B)(4).